Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 153108. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle 25x1-1/2 rb leaked and squirted into the doctor's eye. The following information was provided by the initial reporter: material no:305127 batch no: 0153108 it was reported that the needle squirted out of the back of the syringe and the doctor had liquid squirt into his eye. Verbatim: during a thyroid biopsy, pathology was using a precision glide needle attached to a syringe. The needle squirted out of the back end near the syringe with multiple samples.. Doctor had liquid squirt into his eye and had to use the eye wash station and go to the emergency department. I believe the batch of needles are defective.